Manufacturer narrative:
"Reactivity of the E, K and Jka antigens was confirmed on retention Capture-R Ready-Screen, lots W141 and X238. CRRS, lot X231, had expired prior to receiving the complaint; therefore, no additional serological testing was performed. The presence of the E, K and Jka antigens on CRRS, lot X231, was verified through lot release records.The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event."

Event description:
DURING GALILEO INSTALLATION, THE CUSTOMER TESTED SEVERAL SAMPLES CONTAINING KNOWN ANTIBODIES WITH CAPTURE READY SCREEN II, LOT W141 FIVE SAMPLES SHOWED A FALSE NEGATIVE RESULT.